Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third party service center. During visual inspection of the device, corrosion was found on the power connector the unit could not be powered on in order to collect the error log/error numbers/blow and machine hours/software version. In addition, the inspection found corrosion on metallic surfaces. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.